Event description:
It was reported that during a vascular stent procedure for stenosis in the sfa, the vascular stent was partially deployed when the delivery system trigger became unresponsive. The delivery system handle was dismantled and the vascular stent was manually deployed successfully with the aid of a hemostat. There is no reported pt injury.

Manufacturer narrative:
The lot records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met the specification prior to shipment. No relevant mfg process changes were implemented, that could have led to the event reported. No add'l complaint has been reported for this lot number. As a result of the investigation performed and because no sample was returned for evaluation, the complaint is closed with inconclusive result. Based on the info available a definite root cause could not be identified. A not performed balloon pre dilation may have been a contributing factor to the event reported. In reviewing the labeling supplied with this product it was found that the instruction for use (IFU) sufficiently address this potential risk. The IFU states: 'do not constrict the delivery sys during stent deployment. If excessive force is felt during stent deployment, do not force the stent sys. Remove the stent sys and replace with a new unit', and 'examine the stent sys for any damage. If it is suspected that the sterility or performance of the stent sys has been compromised, the device must not be used', and 'predilation of the lesion should be performed using standard techniques.'